Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead mechanism was tested prior to implant. The helix was extended within 15 turns but the movement was not smooth. The physician decided to use a new lead instead. The patient was stable after the procedure.